Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that due to failure of the printed circuit board, output signal was not working from serial digital interface output 2, or noise was displayed intermittently (image flickering). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no serial digital interface (sdi) video output and intermittent image loss. The issue was found during receipt inspection. There were no reports of patient harm.